Manufacturer narrative:
(B)(4) final report. The manufacturing records were identified and reviewed on the revised parts. .finished parts conformed to material and dimensional specifications at the time of manufacture. Additional information, such as xrays, operative notes, patient activity levels, medical history, did the patient experience any trauma, and an update on the patient post-revision were requested. The reporter stated that no further information could be provided. Based on this, no further investigation can be performed. The root cause remains unknown and this case is now considered closed. If additional information is provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. The appropriate device details were provided. The manufacturing records will be identified and will be reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, did the patient follow correct post-op protocol and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex femur, insert and locking bolt revision due to loosening of the femoral component after 6 years and 7 months.